Event description:
A patient in canada received two unnecessary red blood cell transfusions based on an erroneous low hemoglobin (hgb) result generated by the analyzer. No serious injury or death from the transfusions was reported.

Manufacturer narrative:
The xn series (xn-1000) instructions for use (IFU) provide the following intended use statement: "the xn series modules (xn-10, xn-20) are quantitative multi-parameter automated hematology analyzers intended for in vitro diagnostic use in screening patient populations found in clinical laboratories. Sample ID (sid) (B)(6) was processed on xn-10 automated hematology analyzer serial number (sn): (B)(6) and was flagged positive by the analyzer with the interpretive program (ip) message: plt clumps?. A hemoglobin (hgb) result of 14.4 g/dl was generated. The result was held from release and the sample was repeated. The hgb result from the repeat run was 7.0 g/dl. The hgb result from the repeat run was released to the laboratory information system (lis). The patient was transfused based on the hgb result of 7.0 g/dl. A post transfusion sample was ordered and generated a hgb result of 15.6 g/dl. The customer performed the smear review of sid (B)(6) and identified the presence of fibrin clots. The suspect analysis for sid (B)(6) was judged "positive" with ip messages alerting the operator to possible sample abnormalities. The sysmex xn series (xn-1000) IFU, chapter 11 - checking detailed analysis information (data browser), section 11.6 - ip messages, details the method in which the analyzer conveys its findings. "Results without an error messages are classified into positive/negative based on the preset criteria. The system bases its judgments on comprehensive surveys of numerical data, particle size distributions, scattergrams, and provides easily-to-understand flags/messages indicating the instruments findings. These flags/messages are referred to as "ip (interpretive program) messages". Flags and messages, communicated through ip messages, indicate the analyzer's findings, and notify of possible sample specific abnormalities. Further verification of accurate results is recommended prior to reporting to the clinician. Sysmex xn series (xn-1000) IFU, chapter 15 technical information, section 15.2 system limitations and interfering substances, notes; "compromised samples, such as those not properly collected, stored, transported, or contain clots may cause misleading results. Always use good laboratory practices for inspecting specimens for acceptability and verifying results." The root cause of the event is a pre-analytical sample issue related to compromised specimen integrity, due to presence of fibrin clots. The analyzer performed as designed by flagging the suspect analysis alerting the operator to possible sample abnormalities. No analyzer deficiency was identified.